Event description:
It was reported that on (B)(6) 2023, these two items were found to be defective in our post-op inspection of the set. No delay in surgical time. No patient involvement. No surgeon involvement. It¿s a trunk stock set. Aiming arm locking device - won't allow threaded sleeve and compression nut to disengage from handle. Universal chuck with t-handle- won't release when trying to open and disengage from reaming rod. No patient consequence was reported. This complaint involves two (2) devices. This report is for one (1) universal chuck with t-handle this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: service and repair evaluation: the customer reported that 393.10, universal chuck with t-handle won¿t release when trying to open and disengage from reaming rod. The repair technician reported that the front part of the device was struck multiple time causing the tip to bind and deform, cosmetic test failed and device failed to operate smoothly. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is damaged component. The item will be forwarded to customer quality. The evaluation was confirmed. Device history lot: part number: 393.10, lot number: 53p6965, manufacturing site: haegendorf, release to warehouse date: 16.07.2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.